Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the entire piece where the handle is located is loose. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.3, b.5, h.3, h.6, and h.10. The system was examined and the reported issue was confirmed and replicated. The company representative tightened the screw to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose screw between the illumini and optical head. However, how or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that that the "handlebars" were loose. There was no patient harm and it did not interfere with the procedure.